Event description:
Director of trauma was doing a bedside insertion and had a needle stick with our chest tube insertion kit. She used the bd safety glide needle. The needle protection was not activated, but instead she pushed the needle down into the needle stick pad far enough that it protruded through one of the slits down towards the bottom of the pad.

Manufacturer narrative:
No device evaluation was performed since the device was not returned to the manufacturer. The review of the device history record could not be conducted since the product lot number was not provided. A review of customer complaints was performed and there have not been any other complaints with the same description of event. The user did not activate the bd safety glide needle protection that is supplied with the needle, instead chose to use the needle stick pad. Review of the IFU states "prior to disposal, all sharps safety features should be activated and carefully disposed of in hospital approved sharps containers".